Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation that the flex video scope had whitish foreign material was found inside the air / water tube, the jet tube and the air / water cylinder. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes and no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, the material inside the air/water channel, auxiliary water channel, and the air/water cylinder could not be identified. No physical damage was found at the locations the event can be detected & prevented by following the instructions for use (IFU) which state: -detection methods are written in instructions for use: cf-190 series operation manual: chapter 3 preparation and inspection. -prevention measures are written in instructions for use: cf-190 series reprocessing manual: chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.